Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced low glucose while using the ilet bionic pancreas, with a sensor reading of 53 mg/dl, a confirmatory fingerstick of 105 mg/dl, and a subsequent sensor reading of 63 mg/dl, and the patient self-treated with two servings of apple juice totaling approximately 30 grams of carbohydrate. Symptoms included hypoglycemia with anxiety and confusion/disorientation. Outcomes included the need for unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed that there was insufficient information regarding a specific device problem and no findings were available related to a device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.